Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 1 and 6 were failing. A field service engineer found that the doors were experiencing latch clicking issues, re-crimped the wiring harnesses for tower doors 1 to 8, and applied latch grease to rectify the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient but the access to medication was not delayed as the door was recoverable. There were no adverse events or injuries reported as a result of this incident.